Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) concorde bullet implant [product code: 1878-27-110, lot number: aplc5m] was returned to the complaints handling unit (chu) for evaluation.. Visual inspection of the device could not confirm the reported issue. Scratches, particularly around the threaded hole, were noted however, these marking could have been made during insertion and/ or removal of the implant during the original surgery and revision surgery. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The x-rays were not provided for the investigation. Without the x-rays we are unable to confirm the reported issue. Requests were made to have the x-rays made available for investigation. However, it is currently unknown when will these x-rays become available, if they are going to be made available. Therefore, this complaint file will be closed without confirming the reported issue. If more information becomes available (x-rays) then this complaint file will be re-opened and the new information evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a dislocation of the cage after 5 weeks of surgery. S1/l5 1mm posterior, with expedium screw's and compression. The level above is doing well.